Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and material aspects of the surgical implants." Examination of returned device found no evidence of product non-conformance. Product left conforming to print as there was no evidence that states otherwise. Device was returned to zimmer biomet for evaluation; however, the suture appears frayed and discolored and there is debris near the tip. The support shaft is out of place which suggests that the device was used and did not arrive in the or in the same condition that it was returned to zimmer biomet.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date. During the procedure, it was noticed that the anchor was not properly positioned at the tip of the introducer. No further information has been provided.